Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the scale was performing to specification and there was no product malfunction.

Event description:
It was initially reported that the scale was inaccurate due to load cell failure. However, investigation determined there was no alleged malfunction and the unit was performing to specification